Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) lead which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was noted the noise was due to electromagnetic interference (emi). Subsequently, a revision procedure occurred. The rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.